Manufacturer narrative:
Concomitant medical products: 700fc31b heart band, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed that the cardiac compass had invalid data. The ipg remains in use. No patient complications have been reported as a result of this event.